Event description:
A customer reported a cartridge alarm issue, specifically cartridge alarm 20, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm occurrence and resolved the issue by arranging a replacement pump. Despite the pump being out of warranty, the customer expressed interest in an out-of-warranty loaner pump to ensure continued insulin delivery.